Manufacturer narrative:
Device evaluation indicated that the ipg passed visual and performance tests performed. The ipg exhibits normal device characteristics. The damage to the paddle lead was consistent with damages during explant procedure and was not considered a failure. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the ipg site was completely open and began to leak with noted pus. The patient was given intravenous and oral antibiotics. The physician believed that the infection was neither procedure nor device related. The patient underwent explant procedure where in both ipg and leads were explanted.

Event description:
A report was received that the ipg site was completely open and began to leak with noted pus. The patient was given intravenous and oral antibiotics. The physician believed that the infection was neither procedure nor device related. The patient underwent explant procedure where in both ipg and leads were explanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. Model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm.